Manufacturer narrative:
Date sent: 11/1/2007. Information not available, device not returned for analysis.

Event description:
It was reported that during a lap appendectomy, the cartridge came off and tore an artery. They used clips to correct the tear. No patient consequence reported.